Event description:
A home patient reports a system error 2240 alarm during drain 1/3 of automated peritoneal dialysis with the homechoice machine. Upon inspection of the supplies, the patient accidentally disconnected the patient line of the homechoice set from the transfer set. The patient discontinued the treatment and finished with new supplies. The nurse at the unit reports that there was no patient injury or medical intervention required.